Event description:
Per the clinic, the abutment was removed under general anesthesia on (B)(6) 2026 due to the planned transition to a subcutaneous device. The implant screw remains in situ.

Manufacturer narrative:
Correction: the correct date of awareness is march 05, 2026; not march 10, 2026 as previously reported.